Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation 2, cods were getting too hot when the device is plugged in. The device was not returned. If additional information is received a follow up report will be submitted.